Event description:
A malfunction on the pump was reported by the caller, who noted that it occurred without any preceding notable events and displayed a specific malfunction code. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer had experienced this malfunction multiple times before but had not reset the pump in the last 24 hours. Although the pump was out of warranty, a replacement was arranged by technical support, who also provided the customer with instructions on using a backup therapy, handling storage mode, and steps to follow with the replacement pump. The customer acknowledged the guidance and confirmed the shipping details.